Event description:
Information was received that device was leaking 11 hours after using.

Manufacturer narrative:
Evaluation results: one cadd extension set was returned for investigation in used condition. The samples were received in used condition without their original package. The samples were visually inspected at a distance of 12 inches and under normal conditions of illumination. No abnormalities were observed. The samples were functionally tested using a hydrostatic vessel. No leaks were observed. No fault was found with the samples.